Event description:
It was reported that ext set w/macrobore 2vps y-conn was occluded. The following information was provided by the initial reporter: material no: 20159e batch no: unknown. Provided ( 07613203012270) it was reported that fluid would not flow through one of the free valves. I gave the extension set with the fedex label to our shipping folks this afternoon. I came back up, started another IV and had another one that did not work. I came out and asked 2 other nurses if they've been having that issue and they both said "yes!". But they've just thrown them away and gotten new ones.

Manufacturer narrative:
H.6. Investigation: it was reported that the tubing of model 20159e does not allow fluid to flow through the line. An investigation was performed. Sample was connected to a bd syringe and attempted to flush water through the set. Set was unable to be primed. The customer complaint that fluid would not flow through one of the free valves was verified. A device history record review could not be performed because a lot number was not provided by the customer. CAPA#1998036 was initiated.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that ext set w/macrobore 2vps y-conn was occluded. The following information was provided by the initial reporter: material no: 20159e, batch no: unknown. Provided ( 07613203012270). It was reported that fluid would not flow through one of the free valves. I gave the extension set with the (B)(6) label to our shipping folks this afternoon. I came back up, started another IV and had another one that did not work. I came out and asked 2 other nurses if they've been having that issue and they both said "yes!". But they've just thrown them away and gotten new ones.